Event description:
Report received rom the USA stating that the drill bit cannot be secured. It is unknown if the device was used during surgery. There was no patient or user injury reported. No additional information was provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).